Event description:
According to a copy of an operative report received from the hospital, the pt had her bjork-shiley mitral valve replaced due to dehiscence and endocarditis. The pt presented with symptoms of congestive heart failure, pulmonary edema, mitral and aortic insufficiency. At the time of the operation, the valve had dehisced 75% of its circumference. The pt also underwent concomitant replacement of her natural aortic valve and a single coronary artery bypass. According to the copy of the operative report, the pt survived surgery and was transferred to the intensive care unit in satisfactory condition.